Manufacturer narrative:
The retrospective analysis has not indicated any technical failures or erroneous operation of the system. Treatment parameters were in line with typical range. The system performance was found to be to spec and as expected. No new risk recognized and current mitigations to the above risk were in effect.

Event description:
In brain treatment of essential tremor, the patient reported lip numbness during the course of treatment. The lip numbness was still present following the treatment.